Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pod was activated on (B)(6) 2014 at 9:03 pm. At 10:39 pm, the customer ate roughly 30 g of carbs (not sure of amount) and bolused 3.3 units of insulin. At 10:45 pm the customer ate roughly 40 g of carbs (not sure of amount) and bolused another 4.55 units of insulin. At 11:55 pm, the customer's blood glucose read high (>500 mg/dl). At 1:16 am on (B)(6) 2014, the customer's blood glucose was 431 mg/dl. The customer used an injection pen to bolus 7.0 units of insulin. At 10:42 am, the customer had a blood glucose of 263 mg/dl. The customer then ate 101 g of carbs and bloused 14.80 units of insulin. At 12:45 pm, the pod alarmed and was deactivated. The customer's father believes that the cannula was not inserted properly. The pod was discarded.